Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, upon the inflation to deploy, only the ends of the delivery balloon inflated. The stent and delivery system removed and an additional proximal dissection was noted. The following day a stent was successfully placed to complete the procedure. This occurred in a vein graft which is off-labeled use.